Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved did not confirm the report. The device was returned with drive wire and clip intact. During operation of the clip, an increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore, this device functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the user stated that this device was used to close 8mm bleeding vessel. The intended use of the device states: this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3cm in the upper gi tract, bleeding ulcers, arteries less than 2mm, and polyps less than 1.5cm in diameter in the gi tract. This device is not intended for the repair of gi tract luminal perforations. Therefore, these devices were not used per the stated intended use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
A patient was admitted to ICU due to a bleeding vessel. During an esophagogastroduodenoscopy (egd), the physician attempted to use a cook instinct endoscopic hemoclip to close the bleeding vessel which was described as being 8mm in size. The clip was closed down on the vessel but would not release from the deployment device. The clip had to be torn off the mucosa. A second clip was used and the same observation was made. The clip had to be torn off the mucosa also. A clipping device from another manufacturer was used to complete the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.